Manufacturer narrative:
Per (B)(6) he was able to tighten the arm trough and says there is nothing wrong with it and is operating to specification. The swivel function may be too difficult for the end user to tighten without assistance. (B)(6) has called the va that ordered the chair and will be fitting the chair with a fixed arm trough. This MDR is being filed to report the injury only. There was no malfunction and the product is not defective. Sunrise medical considers this case closed.

Event description:
Per caregiver (B)(6) from the (B)(6) nursing center, the end user fell forward out of the chair. (B)(6) claimed that it looked like the left arm trough swiveled out of the way causing the end user to fall out. (B)(6) also says, the end user has difficulty getting the swing away mechanism to lock. He says the end user was injured due to the fall with a laceration to the left side of his scalp that required medical attention with two staples.